Event description:
On (B)(6) 2026, a patient underwent x-ray-guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported the outer cannula of the device failed to fire. It was further reported that the firing button became slightly stuck but still could be pressed. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photographs were provided and reviewed. First photo shows device placed on labeling information along with the device, which matches the tw details. Second photo shows the device slightly opened from packaging with yellow guard in its initial position. Third photo shows device in its initial position with yellow guard and protective tube. Based on the photo review, the reported event cannot be confirmed. Therefore, based on the investigation is kept as inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent x ray guided kidney biopsy through normal density tissue using a maxcore instrument. During the procedure, it was reported the outer cannula of the device failed to fire. It was further reported that the firing button became slightly stuck but still could be pressed. No coaxial needle was used, and the procedure was completed using another device. There were no reported patient injuries.